Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The returned ez-io driver exhibited some minor physical damage. The green led light displayed when the trigger was pulled. The device was subjected to functional and mechanical tests including: rpm evaluation, simulated use sawbone insertion tests, and force-to-bog-down test. The results of the tests indicated that the device did not have sufficient power to penetrate bone and was at the end of its useful life. The firmware was also evaluated. The charge count data indicated that the driver had not exceeded the threshold to turn on the red led light. However, this device contained a previous revision on the pic board which potentially did not capture complete diagnostic information. The cause for the driver no longer working was that it had reached the end of its life; the cause for the red light not activating was reduced or corrupt diagnostic data capture. The firmware has since been revised to improve reliability and accuracy. This driver was manufactured prior to implementation of that change. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that ems was called for a patient in (B)(6). Wife found the patient at home and started CPR. Upon arrival, CPR was still being performed when ems took over which included airway management and attempted placement of io, intercepted with paramedic and nursing unit. The io was inserted in the left distal tibia but during insertion, it stopped midway. No pulse was regained and the patient died at home. The (B)(6), stated that the device failure did not contribute to the demise of the patient.

Manufacturer narrative:
(B)(4). Additional information received: the complaint that the driver was unable to complete an insertion was confirmed. The driver powered off during the attempted insertion due to battery depletion. Although it could not be determined why the driver led did not switch to red; teleflex has opened CAPA 0027 to investigate further.